Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the screen which affected the insulin pump's functionality and displayed no information. The customer reported a blank display on the insulin pump and the pump also displayed a red light that constantly flashed and vibrated. The damage was limited to the screen, with no cracks on other parts of the pump. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, including advising the customer to discontinue pump use, place the pump in storage mode, revert to a backup plan as per the healthcare provider's instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
After battery installation, no blank display noted. However, unit received with missing segment/display anomaly. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to display anomaly. Pump was cut open to perform visual inspection and found cracked/bleeding lcd glass. No moisture damage on the pcba1/pcba, motor, vibrator, during visual inspection. Missing segment/display anomaly due to cracked/bleeding lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, cracked keypad overlay. Blank display not confirmed. Unit missing segment/display anomaly due to cracked/bleeding lcd glass. Cracked lcd window not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.